Event description:
It was reported that pump displayed malfunction code 24 after customer changed cartridge and malfunction code was not resettable. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment.